Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified below the knee artery. A 4f sheath was advanced. After a non-bsc guidewire has crossed the lesion, a 2.0mm x 150mm x 150cm, otw coyote¿ balloon catheter was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned product consisted of a coyote balloon catheter. There was blood in the inflation lumen and balloon. The balloon was tightly folded. Microscopic examination of the balloon revealed that the proximal balloon cone was bunched. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall at the area of the proximal balloon bunching. The balloon was microscopically examined and a pinhole in the balloon wall was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the inner shaft. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).